Event description:
Pt initially reported to the heart transplant treatment center with a "driveline fault" alarm condition some time in (B)(6) and was told to switch to his backup controller by hospital personnel. Upon arrival to the clinic, being connected to the power module and browsing the pt's controller history, circulatory support confirmed the alarm condition on the now back up controller. Circulatory support also noticed the pt had outdates controller software for both his primary and back up. In this regard, both controllers were immediately swapped out for controllers with updates software and the pt went home albeit a bit distraught about the problems he was having with the equipment so soon after being discharged. On (B)(6) 2014, the pt had to switch to his back up controller again, this time because on his other primary controller, he had a damaged screen. The pt came to clinic on (B)(6) 2014 once more and had his controller exchanged for a new one. Dates of use: (B)(6) 2014-(B)(6) 2014. Diagnosis or reason for use: lvad needs controller to operate and facilitate power to pump. Event abated after use stopped or dose reduced: yes.